Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system unable to boot up. Review of the system log file showed mcs layout cut off malfunction. Upon troubleshooting fse found that found all module in exam room was not available and there was no communication in the x-ray generator. To resolve the issue, fse replaced the pdu control. The defective pdu was returned to philips for analysis and after visual inspection found burning spot. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.